Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results from the cobas c 503 analytical unit. On (B)(6) 2026, example 1 initial result was 11.6 mg/dl, and the repeat results were 1.42 mg/dl, 1.45 mg/dl, and 1.45 mg/dl. On (B)(6) 2026, example 2 initial result was 5.39 mg/dl, and the repeat result on (B)(6) 2026 was 0.892 mg/dl. The repeat results were believed to be correct.